Event description:
The customer reported that she does not get insulin when she does a bolus. The blood glucose reading was 381 mg/dl. The patient was assisted with running a fixed prime. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.